Manufacturer narrative:
On 12/27/2021 - the consumer accepted a replacement device and will not return the device for an evaluation.

Event description:
On 12/27/2021 - the consumer claims the glass on the product shattered. Per the consumer, this occur while not in use. Injuries did not occur and the consumer accepted a replacement.